Event description:
Procedure was a popliteal to femoral, the surgeon hit resistance, went to back it out, during backing it out, the tip came off. The c-arm came in to locate the tip, so it could be removed. This added a 30 minute delay to the procedure. No permanent injury to pt. As reported.

Manufacturer narrative:
The device was returned and examined. No evidence of product problem was detected in evaluated product.